Manufacturer narrative:
Concomitant medical products: c4tr01 ICD, implanted: (B)(6) 2013.

Event description:
It was reported that there was potential far field r-wave (ffrw) oversensing observed on the atrial electrograms. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.